Event description:
It was reported that low r-waves and a small decreased in pacing lead impedance were noted via a merlin.net transmission. A non-sustained lead noise episode was recorded due to sensing latency of pvcs. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.